Event description:
The iu tube split in half while inside the pt just above where the white plastic meets the black base. It occurred sometime between the surgery and the CT. The pt was not treated; they discovered the break while having problems inserting the x-ray marker. The pt was CT'd and tandem was then removed.

Manufacturer narrative:
Force applied to applicator could be caused by anatomy of the pt or pt moving from back, to sit position. Force applied to iu tube is simulated. In "normal" clinical situation, the bending of the iu tube tip is for about 5mm, this means a force of 2.5n applied to the tip. Product is not reproducible, nor with the product which was returned, problem determined to be an isolated issue. As a result of the FDA form 483 report fei number (B)(4) dated (B)(4), 2011, nucletron bv is now submitting this MDR in compliance with the corrective actions of the FDA form 483.